Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's most recent ins had to be removed because their body rejected the device. It was not confirmed if it was a partial or full explant. No symptoms were reported. No further complications were reported/anticipated. Indication for use is spinal pain.